Event description:
It was reported that the patient was having intermittent, symptomatic low flows over the past several weeks. The low flows were positional. A computed tomography (CT) scan of the chest was ordered and showed possible stricture at outflow graft/aortic anastomosis site. The log file captured low flow events on 12may2025. There did not appear to be any type of external equipment causing the events. The log file also indicated that the patient did not connect to the power module/mobile power unit (mpu) during the history which suggested the patient was sleeping on battery power. There were no other unusual event recorded in the log file history. The low flows were self-limiting but had continued. The patient reported "ears burning" and dizziness. The patient had an episode of altered mental status (ams) and unresponsiveness which required hospitalization. The patient had no changes in anticoagulation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
B1 ¿ type of report - correction. B2 - outcomes attributed to adverse - correction. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. Analysis of the submitted log files confirmed low flow alarms; however, a specific cause for the event could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 12may2025. Low flow hazard alarms were captured, which were associated with elevated pulsatility index values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The low flows were self-limiting but have continued. The patient remains in intensive care unit. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists other neurologic events (not stroke-related) as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1, also addresses all pump parameters. Section 1 of the IFU also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, lists neurological dysfunction as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.